Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned yet.

Event description:
It was reported that when peeling the sheath, the check valve did not split and only the outside sheath tore. The valve was cut with scissors and the procedure was completed. There was no reported patient injury.

Event description:
It was reported that when peeling the sheath, the check valve did not split and only the outside sheath tore. The valve was cut with scissors and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one 6.5fr air guard introducer sheath from powerport kit was returned for evaluation. It was noted that the silicone valve was not split evenly and was connected almost entirely to one side of the t-handle. Based on this finding, the investigation is confirmed for the reported improper introducer sheath peel. Per the reported event details, the valve was cut with scissors. Therefore, the uneven nature of the valve split is likely due to the manner in which it was cut. However, the root cause for the reported difficulty peeling the sheath could not be determined based upon available information. It is unknown whether procedural issues contributed to the reported event. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.